Event description:
The integra neurospecialist reported on behalf of the user facility incidents involving four ins-8601 devices. The incident reported herein indicates that the device leaked by the tube at the female fitting. A replacement device was sent to the user facility. No product return is available for evaluation.

Manufacturer narrative:
No product is expected to be returned for evaluation. An investigation has been initiated based on the reported information.